Event description:
On (B)(6) 2010, pt reported her piston rod is not working. Pt stated the piston rod returned halfway down but will go no further. Pt reported the plunger is not stuck on the piston rod. She stated the piston rod is making a weak noise and not making the normal noise it makes when it usually returns. Had her return the piston rod and she stated it was making a weak noise again and not moving. Pt reported it was stuck in the center of the cartridge compartment. She stated there is a "crusty" look to the bottom of the piston rod. Pt reported when she has filled the cartridge and inserted it into the infusion device in the past, insulin will come out of the top of the insulin cartridge and go into the cartridge compartment. Pt stated there was never enough insulin to pour out. Advised to always put the infusion tubing on the insulin cartridge before putting the cartridge in the infusion device. Pt reported after the piston rod spun for awhile, the infusion device gave an e10 (cartridge error) alert. Pt was able to clear the alert. Pt will be switching to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.